Event description:
Customer reported the a5 anesthesia delivery system had a leak in the breaking circuit. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and replaced the breathing circuit.